Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss of stimulation in the target area and stimulation in the wrong location. The patient is no longer feeling stimulation in the target areas of her neck and lower back. The patient is now feeling stimulation in the wrong location of middle of her back. The patient said it has been this way since she tried to turn stimulation back on last night and speculates that one of her leads has moved. The patient has seen her healthcare provider about this and they first want the system checked by the manufacturer representative. The patient states she has not made any programming changes that may have caused this change. The patient was redirected to their healthcare provider for the stimulation changes and possible lead migration. No further complications were reported. The indication for implant was non-malignant pain.